Event description:
Physician was placing a urethral filiform olive tip catheter screwed to guide catheter for dilatation. When md pulled back on guide catheter, the filiform catheter remained in pt's bladder. The pt required a cystoscopic procedure to remove retained filiform catheter and tip. This was done successfully without further sequelae. "This report is being submitted pursuant to the safe medical devices act. We have not conclusively determined what actually contributed to this event and this should not be co construed as an admission of an error on the part of the s.j.m.c. Or staff."